Event description:
Related manufacturer report number: 2017865-2022-01573. During an unrelated procedure, noise was observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads were explanted and replaced to resolve the event. During the explant procedure, lead insulation damage was observed on both leads. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, a complete lead was returned in two pieces for analysis. A visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation distal to the cut end of the distal portion consistent with friction to device can. Additionally, a full breached outer insulation degradation was also observed adjacent to the connector boot. The cause of noise was due to the exposure of the outer coil at the abrasion and degradation locations.